Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observation of premature battery depletion.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining showed less than 3 months after being implanted for only 2 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery shows a significantly increased energy consumption, which is more than 10 times the expected energy consumption with the given settings. The reason for the high energy consumption could not be yet identified based on the device data. Device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining showed less than 3 months after being implanted for only 2 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery shows a significantly increased energy consumption, which is more than 10 times the expected energy consumption with the given settings. The reason for the high energy consumption could not be yet identified based on the device data. Device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.